Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The lead was recieved with helix damage. Torque transfers properly to the tip when the is-1 pin is rotated. All test fall within spec. Upon inspection, it was noted that the helix/lobe of the lead was distorted/bent. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the doctor reported that the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.